Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned and analyzed. There were no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that during a device check that the right atrial (ra) lead had no capture and was under sensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.